Event description:
It was reported the intellivue x2 measurement server had a defective speaker. There was no more sound and no inop message. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the speaker failure parts request from the customer to resolve the issue (453564238621- ms_x2 assy cbl x2/mp2 speaker assembly) a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue. The customer was provided a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. E1: reporting institution phone: (B)(6). E1: reporter phone # (B)(6).

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.